Event description:
It was reported that the patient went to the emergency room with an infection at the implantable neurostimulator (ins) pocket/extension/lead site. All of the ins components were explanted. The patient was hospitalized with altered mental status and aphasia. A mini craniotomy was planned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3389s-40, lot #v818108, implanted: (B)(6) 2011, explanted: (B)(6) 2012, lead model 3389s-40, lot #v818108, implanted: (B)(6) 2011, explanted: (B)(6) 2012, extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, programmer model 37642, serial # (B)(4).

Event description:
Follow-up information reported that patient received perioperative antibiotics. Patient symptoms included drainage, pain, and wound dehiscence, and the primary location of the infection was the lead track. Bacterial cultures were obtained and grew rare (B)(6). The patient was treated with IV antibiotics and the entire ins system was explanted. The patient outcome was reported as ongoing. If additional information is received, a follow-up report will be sent.